Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. The resistance during removal could not be tested as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture and resistance during removal appear to be due case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the armada balloon catheter advanced to the moderately tortuous, heavily calcified fistula. Upon initial balloon inflation, below rated burst pressure, the balloon ruptured. Resistance was met during device removal with anatomy. All was removed as a single unit. A competitor device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.